Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking. This issue was further described as, ¿transfer line that broke, patient who woke up this am with dialysis fluid from leaking to bed". This was noticed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the naked eye observed a cut/torn silicone tubing. Functional testing was performed on the returned set with a leak observed from the damaged (cut/torn) silicone tubing. The reported condition was verified. The cause of the condition could not be determined. Although the direct cause of the damage was undetermined, the set had been in use for an unspecified amount of time with no reported issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.